Event description:
It was reported that the patient underwent a posterior lumbar fusion at t10-iliac to treat degenerative scoliosis. Approximately eleven months post-op the rods broke at l4/5. The patient did not report pain but did notice a metal bumping noise when moving. A revision surgery may be performed but has not taken place at this time. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.